Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 the following findings: during investigation, there was a blank display at power up with audible and vibration. The buttons were unable to be tested. There was no damage to the keypad. The keypad was removed and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2019.